Event description:
The information received indicated that prior to using the device in the pt and while flushing the device with saline, a crack was noted in the hub of the stent delivery system. The saline leaked through the crack. There was no damage on the product's packaging. The procedure was completed with a different stent.

Manufacturer narrative:
The product, cypher select plus, is not distributed in the united states, however, it is similar to the united states product, cypher sirolimus-eluting coronary stent. The product has been returned for analysis, however, the engineering evaluation is not yet complete. Additional information will be submitted within 30 days from receipt.